Event description:
Initial (14-dec-2024): this serious case reported via email refers to a female consumer whose age, medical history, concomitant medications and allergies were not reported. The consumer used the nix ultra lice treatment kit for lice prevention and experienced an eye burn, eye swelling, and eye stinging. She went to the ophthalmologist and a lens was put in the eye and she was prescribed prednisone eye drops and antibiotics. She advised that she likely got some in her eye during use. This case outcome is recovering/resolving. Meddra version 27.1. Expectedness: chemical burn of eye: unexpected, eye pain: unexpected, eye swelling: unexpected, accidental exposure to product, device use issue. According to the company reference safety information.